Manufacturer narrative:
H6: investigation summary the customer reported chemo leakage from the filter, and described the event in detail. The event description was able to lead the manufacturing to a possible root cause, despite no physical sample or photo being provided. The root cause was addressed in a quality notification 11may2022. The notification was issued for preventative maintenance on the bushings of the solvent dispensers. Device history record review for model 11532269 lot number 22045331 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07apr2022.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked chemotherapy medicine from the filter into the patient's bedding. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "chemo pharmacy primed the line with etoposide, adriamycin, doxorubicin, vincristine (a mixture) and 2 days in a row, the chemo was leaking from the filter. Yellow/orange substance found on patients bedding. Looks like a slow leak that almost seems like condensation per the bedside rn." What are the date of events? 9/18 and 9/19/22 did the reported issues occur for the same patient or was there two different patients? Same patient and same chemo agent with different bags and 2 different days of treatment was there any harm or impact to the patient due to the reported issues? No known harm but continuous chemo that was to be infused over 24 hours was disrupted when new bag was requested to prime new tubing. Were there any adverse reactions to the exposed area(redness, swelling, tingling, burning etc)? No known adverse reactions but family, patient, staff exposed to aerosolized chemo. Was there a need for any medical intervention or treatment due to the reported issues? No need for medical interventions what was the patient¿s outcome? Was the procedure able to be completed or was it delayed and what was done to complete it? Patient outcome unknown. No immediate harm notes. Chemo completed after delay in treatment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023. H6: investigation summary: the customer reported chemo leakage from the filter, and described the event in detail. There was also a sample received, and after infusing with water, the leakage was verified. The sample leaked from supplier filter from the air vent. The sample was sent out to supplier for further investigation. The supplier validated the air vent leaks. The filter was then subjected to treatment to restore the hydrophobic properties, and after this the air vent no longer was leaking. This shows the filter did not have manufacturing issues, and the leak may have been caused by solutions/drugs used in the filter. Device history record review for model 11532269 lot number 22045331 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked chemotherapy medicine from the filter into the patient's bedding. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "chemo pharmacy primed the line with etoposide, adriamycin, doxorubicin, vincristine (a mixture) and 2 days in a row, the chemo was leaking from the filter. Yellow/orange substance found on patients bedding. Looks like a slow leak that almost seems like condensation per the bedside rn." What are the date of events? (B)(6) 2022 did the reported issues occur for the same patient or was there two different patients? Same patient and same chemo agent with different bags and 2 different days of treatment was there any harm or impact to the patient due to the reported issues? No known harm but continuous chemo that was to be infused over 24 hours was disrupted when new bag was requested to prime new tubing. Were there any adverse reactions to the exposed area(redness, swelling, tingling, burning etc)? No known adverse reactions but family, patient, staff exposed to aerosolized chemo. Was there a need for any medical intervention or treatment due to the reported issues? No need for medical interventions what was the patient¿s outcome? Was the procedure able to be completed or was it delayed and what was done to complete it? Patient outcome unknown. No immediate harm notes. Chemo completed after delay in treatment.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked chemotherapy medicine from the filter into the patient's bedding. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "chemo pharmacy primed the line with etoposide, adriamycin, doxorubicin, vincristine (a mixture) and 2 days in a row, the chemo was leaking from the filter. Yellow/orange substance found on patients bedding. Looks like a slow leak that almost seems like condensation per the bedside rn." What are the date of events? (B)(6) 2022. Did the reported issues occur for the same patient or was there two different patients? Same patient and same chemo agent with different bags and 2 different days of treatment. Was there any harm or impact to the patient due to the reported issues? No known harm but continuous chemo that was to be infused over 24 hours was disrupted when new bag was requested to prime new tubing. Were there any adverse reactions to the exposed area(redness, swelling, tingling, burning etc)? No known adverse reactions but family, patient, staff exposed to aerosolized chemo. Was there a need for any medical intervention or treatment due to the reported issues? No need for medical interventions. What was the patient¿s outcome? Was the procedure able to be completed or was it delayed and what was done to complete it? Patient outcome unknown. No immediate harm notes. Chemo completed after delay in treatment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.